Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report (B)(4).

Event description:
The reservoir lip ring was not damaged.

Manufacturer narrative:
Device passed the rewind test, prime/a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was programmed with multiple test boluses. All boluses delivered properly. No bolus stopped alarm noted during testing. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window and a stained end cap sticker. Device uploaded properly using carelink.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they hospitalized due to diabetic ketoacidosis. Customer's blood glucose value was 201 mg/dl. Customer experienced some symptoms like nausea, weakness and pain in the abdomen. Customer stated that insulin pump was not delivering the insulin. Customer also stated that reservoir ring was broken on the insulin pump. Customer just saw it when she lock the reservoir. The device will return for analysis.